Event description:
Reporter alleged obtaining the results of 400 mg/dl and 110 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The customer contact reported, the pump did not alarm when a distal occlusion was present. The pump was returned to the biomedical engineering department with a note that stated, "broken." No specific pt info, pump programming, or event details were provided. During testing at the user facility, the pump did not alarm when a distal occlusion was present. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional info was provided.